Event description:
It was reported by the field clinical specialist (fcs), that approximately 7 years, 4 months and 4 days post tavr with a 23 mm sapien 3 valve the patient developed severe stenosis. The stenosis was treated with a valve in valve using a 20mm sapien 3 ultra resilia valve. Per follow up the patient underwent an urgent tavr on (B)(6) 2025, which was complicated by an extensive type-a dissection. When the implanter was crossing the existing valve, with the new valve, the valve had slight trouble crossing, getting hung up on the patients existing valve. The angle of the commander/wire position was changed, and the valve slid through. After the aortogram there was no obvious dissection. Then the physician engaged the right coronary. At the final aortogram, a jet contrast was noticed near the non-sinus. On the echo, there was no pericardial effusion and the patients blood pressure was stable. The patient was extubated and sent for a CT after the case. The patient died that evening. The procedure was planned for (B)(6) 2025, but the patient developed narrow complex vt in the 140's on (B)(6) 2025. Tte showed the aortic valve had trace regurgitation present, a percutaneous stented bio prosthesis presents in the aortic position, and the peak and mean transvalvular gradients are 105 mmhg and 63 mmhg. There is severe prosthetic valve stenosis. The acceleration time is greater than 170ms and dvi is 0.19.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest (long term steroid use) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.